Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check pad, service code 204, and can connection status) has confirmed. There was a broken black pulse wire in the trunk cable. The root cause for cut cable was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had check therapy pad, service code 204 and can connection status messages..